Event description:
A disposable biopsy needle was used to puncture a space occupying lesion in the lower lobe of the left lung, and there was slight bleeding in the lung without special treatment.

Manufacturer narrative:
Sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. There were no similar complaints reported in the lot.